Event description:
Consumer complaint of erratic blood results. Customer states that they feel well and require no medical attention. Customer's expected blood results are 100-140mg/dl fasting. Verified the strips expire 11/20/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 191mg/dl and 89mg/dl fasting. Reviewed meter memory: 192mg/dlmg/dl (B)(6) 2015 02:53:00 pm fasting: no, 223mg/dlmg/dl (B)(6) 2015 02:46:00 pm fasting: no, 155mg/dlmg/dl (B)(6) 2015 07:34:00 am fasting: no, 124mg/dlmg/dl (B)(6) 2015 09:02:00 pm fasting: no, 217mg/dlmg/dl (B)(6) 2015 03:31:00 pm fasting: no. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defect found. Most likely underlying root cause of malfunction: user's misunderstanding of erratic results.